Event description:
The patient reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. The patient continued to use the device, with the nonfunctional electrodes deactivated, until 10/1998. Explantation/reimplantation surgery was done on 10/30/1998. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.